Event description:
It was reported by service report that the head end of the bed would not go down and the footboard was broken with sharp edges and potential fluid ingress. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: head end lift assembly, broken footboard.